Manufacturer narrative:
(B)(4). Insulin pump passed active current measurement and displacement test. Insulin pump received power error detected confirmed in pump history files due to connector resistance issue. Unit failed sleep current measurement due to unexpected battery power loss and power error detected as shown in power graph. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and able to complete rewind. Power error detected recurred within a week of troubleshooting previous occurrence. No harm requiring medical intervention was reported. The device will be returned for analysis.